Manufacturer narrative:
(B)(4) initial report. Pharmacovigilance comments: the serious, unexpected event of laryngeal edema and the serious, expected event of dyspnoea were considered life-threatening and possibly related to the treatment. The non-serious, expected events of urticaria, rash, and pruritus generalized and the non-serious, unexpected events of oral discomfort, oropharyngeal pain, and hypoaesthesia oral (unlabeled due to hand injection) were considered possibly related to the treatment. All of the reported symptoms are consistent with quicke's edema and probable anaphylaxis. The patient was given an epipen in an ambulance. She was recovering in the emergency room with only a rash several hours after the treatment. She continued oral steroids and the antihistamines, diphenhydramine and levocetirizine, as an outpatient. This case met the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. The reported lot number was valid. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a (B)(6) female patient. The patient's medical history included allergy to beef and pork. Concomitant medications included unspecified natural herbals. The patient had previously received treatment with restylane lyft with lidocaine on (B)(6) 2018, perlane in 2014, juvederm in 2013, and restylane on (B)(6) 2011. On (B)(6) 2018, the patient received treatment with 20 ml of sculptra aesthetic (lot a7125) to the hands with an unknown needle type and unknown injection technique. 10 minutes later, on (B)(6) 2018, the patient experienced itching (pruritus generalised) at the injection sites that spread over the whole body. The patient was given prednisone 20 mg. The patient then broke out in welts (urticaria) all over the body, the patient's mouth began to burn (oral discomfort), lips were numb (hypoaesthesia oral), throat was hurting (oropharyngeal pain), throat closed (laryngeal oedema) and the patient had difficulty breathing(dyspnoea). The patient was administered an epipen [epinephrine] and transported by ambulance to the emergency room. The patient was observed for several hours and discharged with benadryl [diphenhydramine hydrochloride]. The itching and welts resolved, but the patient then experienced a rash (rash). The patient continued on prednisone, benadryl, and a prescription for xyzal [levocetirizine dihydrochloride] was given. Additional treatments for the adverse events included allegra [fexofenadine hydrochloride]. Outcome at the time of the report: itching was recovered/resolved. Welts was recovered/resolved. Mouth burning was recovered/resolved. Throat hurting was recovered/resolved. Throat closed was recovered/resolved. Difficulty breathing was recovered/resolved. Lips were numb was recovered/resolved. Rash was recovered/resolved.